Manufacturer narrative:
(B)(4) b5: describe event or problem- correction. B6: relevant tests/laboratory data, inclu- correction. H2: correction/ additional information. H6: health effect impact code - additional.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced hypoglycemia and lost consciousness. The patient was treated with glucagon. An ambulance was called and the patient was taken to the ed. There the patient was treated with IV potassium and monitored with saturation meter and electrocardiogram. The patient was discharged the same day. At the time of the report the patient was well. Although the cgm was reported inaccurate, there were no cgm nor bg values reported for the day of the event. It was reported that on the (B)(6) 2024 the patient experienced additional inaccuracy, the cgm reading was 166 mg/dl and the bg reading was 66 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced hypoglycemia and lost consciousness. The patient was treated with glucagon. At an unspecified time of the event the cgm reading was 166 mg/dl and the bg reading was 66 mg/dl. An ambulance was called and the patient was taken to the ed. There the patient was treated with IV potassium and monitored with saturation meter and electrocardiogram. The patient was discharged the same day. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.